Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (457 mg/dl) and the cause was not known. The infusion set site was changed out multiple times. Boluses and insulin injections were administered to address the high bg. A pump system check was performed using the current pump supplies and the pump was found to be functioning as expected. The current infusion set site was found to be kinked. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. Upon follow up, the bg was within target range.